Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd887026 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Event description:
This report was received from (B)(4) and is a spontaneous report by a consumer with supplemental information provided by a nurse in the (B)(6) of peritonitis, ruptured appendix, nausea, and vomiting in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer service, the following was reported. On an unreported date, the patient was diagnosed with peritonitis. On an unreported date in (B)(6) 2011, the patient went to the emergency room (ER) for peritonitis. The patient was treated and sent home that same day. On an unreported date in (B)(6) 2011, the patient experienced nausea, vomiting, and peritonitis. On an unreported date in (B)(6) 2011, the patient was hospitalized for peritonitis, nausea and vomiting. During the hospitalization, the patient was diagnosed with a ruptured appendix. On an unreported date, during hospitalization, the patient underwent an appendectomy. Treatment for nausea, vomiting, and peritonitis was not reported. On an unreported date in 2011, the patient was discharged from the hospital. On an unreported date in 2011 the patient recovered from the event of peritonitis. Per the reporter, the event of peritonitis was unrelated to dianeal therapy and was caused by the ruptured appendix.